Manufacturer narrative:
MFR # 2916596-2021-03557 and MFR # 2916596-2021-03162 address the patient's infection history leading up to this event. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous infections from over the past 2 years were reported under MFR#2916596-2021-03162. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that vad coordinator stated that patient was deceased. Patient was placed on palliative care because of recurrent driveline infection with bacteremia. IV antibiotics for recurrent staphyloccoccus epidermis driveline infection were given. It was a multi resistant infection and multiple antibiotics were tried over two years with no cure. The site could not provide information or exact dates about the infection that have re-occurred over 2 years ago. It was reported that the infection had redness at exit site with induration which evolved into bacteremia requiring systemic antibiotics.